Event description:
Increased risk of spread. The quidel "quickvue at-home otc covid-19 test" returned false negative tests on me on (B)(6) 2021 and (B)(6) 2021. I took a pcr test on (B)(6). Those results came back on (B)(6). I was positive for covid. The lot # on the box is 3659968. I still have the box. FDA safety report ID # (B)(4).